Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that the patient used a heat massage mattress that may have contributed to a broken lead. As long as it was not clear, the patient dared not really use it. In (B)(6) of 2017, the patient bought the mattress and used it about 4 to 5 times a week. Four months later, the first two electrode tips were broken. In the next 12 months, another three electrodes were broken. The patient wondered if this was just a coincidence or if this was perhaps related to the massage bed. At the moment the patient used the mattress, the lead was about 8 years old, but still completely intact. It was noted that the patient asked this question during a consultation where the rep was present, and that the rep suspected that it was not a problem. The patient wanted to submit the question again to the manufacturer. It was noted that in the mattress, there are 21 built-in electric motors and 6 infrared lamps for heat dissipation (20ºc, 40ºc, 60ºc). According to the manufacturer, these motors stochastically produce random asynchronous movements that massage your body at 7 different positions (the force of the pulsating tapping motions). The patient noted that any damage to the lead could result from electromagnetic interference by the motors or by the mechanical knocking movements of the massage just where the cables come to the surface and enter the spine. The patient provided a website where technical documentation about the mattress could be found. I patient had a meeting with one of the board members of the mattress manufacturer who told them that as far as the electromagnetic component is concerned, everything was tested and secured. In the mattress, low frequency vibrations up to 70 hertz are produced, comparable to when you are driving along a cobbled road or sitting in a train. However, that does not say anything about the power of the pulse. The engines are packed in such a way that the force appears reasonably distributed on the surface, so there would be no question of a point load. The patient specifically asked the mattress manufacturer about their opinion on the spinal cord stimulation leads. They were cautious about this and suggested submitting the question to the medical device manufacturer and doctors.